Event description:
Three patient samples with discrepant sodium and potassium results. On (B)(6) 2007, patient 1, initial sodium result 120 mmol/l, potassium result 4.3 mmol/l. Same sample repeated gave results of 137 mmol/l for sodium and 5.0 mmol/l for potassium. Patient 2, tested (B)(6)2007, initial sodium result 124 mmol/l, repeat result 136 mmol/l. Same sample repeated on different instrument, same method, gave result of 136 mmol/l for sodium. The field service rep was unable to determine a cause for the discrepancies.

Event description:
Three pt samples with discrepant sodium and potassium results. Patient 3, tested (B)(6)2007, initial sodium result 110mmol/l, potassium result 3.1 mmol/l. Same sample repeated gave sodium result of 137 mmol/l, potassium result 3.9 mmol/l. Initial results were not reported. The field service rep was unable to determine a cause for the discrepancies.